Event description:
A customer reported an issue with freestyle navigator continuous glucose monitoring system. Upon visual inspection of the returned product, a crack/fracture was observed on the transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
Adverse event: shock/ sub acute stent thrombosis/death. Onset of adverse event: one week post stent deployment. Device issue. None. It was reported that it was a very calcified, difficult case. Diffuse disease to both right coronary artery (rca) and left anterior descending (lad) arteries. Multiple balloons and stents used including: a non abbott stent 3.0 x 32 mm stent that did not cross. After multiple inflations up and down the rca, a 2.5 x 12 vision stent was attempted to cross the rca and the stent was noted to have dislodged from the stent delivery system (sds) balloon in the proximal to mid rca. The stent could not be deployed in a normal fashion, so it was compressed against the vessel with a 3.0 x 28 vision stent. The lesions were successfully treated with three additional stents (2.5 x 18 mini vision in the mid lad, 3.0 x 23 vision stent in the proximal lad, 3.0 x 12 vision in the distal rca). The patient was discharged in stable condition. One week post procedure on (B) (6) 2009, the patient was readmitted to (B) (6) hospital in shock and had st to both rca and lad arteries and died.

Manufacturer narrative:
The returned transmitter (B) (4) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter failed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009. This is a final report.